Event description:
It was reported that the user experienced high blood glucose while using the ilet and was not announcing meals as required, and the user was not receptive to education on correct meal announcement protocol. Symptoms included hyperglycemia. Outcomes included the need for additional training. Investigation included review of device data and user interaction with troubleshooting and education. Investigation of this case revealed user handling and use error related to missed meal announcements, with no device alarms or malfunctions observed. It was concluded, based on previously established findings for similar reports, that the cause was user error due to failure to follow instructions for meal announcements.